Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Through follow-up communication livanova learned that the support lasted for 18 days and the issue was discovered upon weaning from ECMO support during decannulation. In addition it was learned that the patient was (B)(6) and affected by covid-19. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that medical staff had troubles to get flows higher than 2.7-2.8 at 4000 rpms. Upon decannulation, the protekduo 31 fr cannula was found cracked and mangled. There was no patient injury.

Event description:
See initial report

Manufacturer narrative:
H.10: the lot number was not provided, however DHR review has been performed on lot numbers estimated based on shipping records revealing no deviations or non-conformities possibly relevant to occurred issue. As reported in the previous supplemental report, the most likely root cause of the reported damages to the cannula was an excessive force application during insertion or upon cannula removal. In addition, considering that the cannula was used for 18 days, a contribution of the cannula securement technique leading to continuous stress at the bond-joint over time cannot be excluded.

Event description:
See initial report.

Manufacturer narrative:
H.10: livanova received a medwatch report filed by the user and there was no mention of the fact that flows higher than 2.7-2.8 could not be achieved. Only damages at two areas of the cannula were reported. The affected cannula was returned to the manufacturer site for investigation. Visual inspection confirmed the kinking/buckling at the distal to y connector region and at all three sets proximal side-holes. No crack was noticed. The most likely root cause of the reported damages to the cannula was an excessive force application during insertion or upon cannula removal.